Manufacturer narrative:
Mindray service representative tightened the needle valve assembly.

Event description:
Customer reported a system leak on the a5 anesthesia system. No patient injury was reported.